Event description:
It was reported that this patient went to their physician after hearing their device beeping. The physician performed an interrogation and it showed episodes with noise. I received additional information from a representative stating that the episode was actually electromagnetic interference (emi) oversensing with noise and that the device had been successfully reprogrammed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: d314trg, type: bi-ventricular defibrillator, implanted: (B)(6) 2012. Product ID: 419378, type: non-defib lead implanted: (B)(6) 2004. (B)(4).